Manufacturer narrative:
This report is submitted on june 01, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss subsequent to sustaining a head trauma (date not reported). The patient was reimplanted with another device.